Event description:
It was reported that the physician's handheld freezed at different screens. Troubleshooting was performed by doing several hard resets, but the problem still persisted. The physician has another programming system so no patients were affected. The physician was provided a new programming computer and the handheld was returned for analysis. Analysis of the handheld was completed on (B)(4) 2013. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the software was completed on (B)(4) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.